Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly (pcba). Visual inspection revealed no anomalies. Bench analysis found that after replacing the electrically erasable programmable read-only memory (eeprom) the device powered up normally. The device was run on the automated test console and all tests passed. The error log was reviewed but this analysis was inconclusive. Conclusion: confirmed the reported event, corrupted eeprom.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the main board was out of electrical specification. (B)(4).

Event description:
It was reported that the external pulse generator (epg) displayed an error. The epg was returned to the manufacturer for servicing. There was no patient involvement.